Manufacturer narrative:
Additional MDR associated with this event: 3025141-2019-00137: screw.

Event description:
While inserting an acutrak 2 screw, the driver tip broke off inside the screw head. The screw, with the broken piece of driver, was removed and discarded. There was a 20 minute delay in surgery as a result.